Event description:
It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report number: 2183959-2012-03346.

Manufacturer narrative:
Catalog numbers: 78351120 and 72358028, serial numbers: (B)(4), expiration dates: 06/29/2006 and 07/22/2006, MFR date: 07/01/2005. Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).